Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('opposite side coils could not be identified and they thought to have migrated into the tubal ostia.') And abdominal pain lower ('lower abdominal pain') in a 33-year-old female patient who had essure (batch no. 786879) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization (essure) and endometrial ablation (novasure) performed on the same day". The patient's concurrent conditions included uterine leiomyoma, cervix inflammation, menorrhagia and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, bilateral oophoropexy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: trailing coils on right side - 3. However on the opposite side coils could not be identified and they thought to have migrated into the tubal ostia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('opposite side coils could not be identified and they thought to havemigrated into the tubal ostia.') And abdominal pain lower ('lower abdominal pain') in a 33-year-old female patient who had essure (batch no. 786879) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization (essure) and endometrial ablation (novasure) performed on the same day". The patient's concurrent conditions included uterine leiomyoma, cervix inflammation, menorrhagia and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, bilateral oophoropexy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: trailing coils on right side - 3. However on the opposite side coils could not be identified and they thought to have migrated into the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Event medical device removal was updated to lower abdominal pain. Event added: hysteroscopic sterilization (essure) and endometrial ablation (novasure) performed on the same day. Lot number, reports, medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.